Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the trunk cable was pulled from the distribution nod (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the service code 204 is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.